Event description:
Caller reported a cgm error 42 associated with a g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the process, resulting in a successful start to the customer¿s sensor session without the recurrence of the error code.